Manufacturer narrative:
Device sample was not returned to manufacturer. DHR investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine a root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend related complaints.

Event description:
The event is reported as: a customer has reported that the staples fired into the skin, but failed to close. No patient injury reported.